Event description:
A patient experienced discomfort in their right eye in the evening 2003 while wearing focus night & day lenses. They removed the lenses & was seen by a gp the next day, who administered an unknown medication & patched the right eye. The patient's condition worsened & chloramphenicol drops prescribed 2 days later. No improvement resulted, therefore, patient was referred to the hospital, where they were hospitalized. Patient states they were told pseudomonas present. Culture report has been requested. Visual acuity reported as 1.0 (20/20) before incident and as 0.3 (20/60) at an office visit. The cornea reported as healed with paracentral scar remaining. Steroid treatment continuing at this time. No further information is available at this time.